Event description:
Balloon catheter failed to deploy during surgical procedure. The pt did die as a result of complications that occurred during the surgical procedure. However, they physician did not feel that the death was related to the use of this device.